Event description:
Device 2 of 2: reference MFR report: 1627487-2012-1343. It was reported the pt was no longer receiving effective stimulation. The pt rec'd revision surgery on her leads (B)(6) 2012. During the procedure, the physician was unable to implant the new leads due to scar tissue. The physician explanted the leads and left the ipg implanted. On (B)(6) 2012, the pt rec'd a second revision surgery to implant the new leads. It is reported the pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.